Event description:
It was reported that a home patient (hp) made a use error of not connecting the patient line tightly to the transfer set which caused a leak while performing peritoneal dialysis (pd) therapy on the homechoice (hc) device during fill 1. The hp contacted a baxter technical service representative (tsr) regarding assistance with pd therapy. The fill volume on the hc equaled -311 ml. The fill was stopped. The hp stated they put themselves into manual drain but then noticed the transfer set was leaking and air was in the line so they stopped it then they were at stopped fill. The tsr advised the hp would need to end therapy and start over with new supplies. It was reported that the hp?s pd nurse reviewed therapy steps with the hp and the hp is doing fine. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide provides step-by-step instructions for properly connecting the patient line to the transfer set. This review finds the labeling adequate for the related use error(s) in the complaint. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a follow up medwatch will be submitted.